Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the data synchronization issue. The technical support specialist logged into the server to check uploads and downloads found the device is having hit network issues. Serial number, UDI and manufacturer date were kept blank and requested technical support specialist for the affected device serial number, since the mentioned asset info was a server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system server not communicating with machine. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.